Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 14 inappropriate shocks due to rapidly conducted atrial fibrillation (af). The shock zone was increased and the device remains in service. Boston scientific technical services (ts) was also consulted. Ts recommended zone reprogramming and rate control medications if clinically appropriate. Ts also recommended comparing x-rays from today vs. Implant as the shock impedance values are a bit higher than expected. Also noted from the available episodes, ts recommended that system location/migration should be evaluated during upon the upcoming replacement.